Event description:
It was reported that the device displayed a leak alarm and the therapy was stopped until a nurse came to check the dressing.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. Without this evaluation, it has not been possible to establish a relationship between the device and reported events. If the device is returned then this evaluation will be re-visited. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported events has been reviewed, revealing further instances which are being monitored to determine if additional actions are required. IFU precaution states: ¿ensure canister tubing and renasys soft port are installed completely and without any kinks to avoid leaks or blockages in vacuum circuit.¿ blockage, canister full, false and constant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. We have been unable to determine a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.